Manufacturer narrative:
Product complaint # (B)(4) (B)(4)date sent to the FDA: 2/4/2021   additional information: a2, a3, a4, b3, b7, d4, d6a, h4, h6, h6 component codes: g07002 - device not returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.   Additional information was requested and the following was obtained: information request regarding [patient] 08/05/1974 patient demographics at time of index procedure - female, age 34 , bmi 23.78 , weight 72 kg date and name of index procedure -(B)(6) 2009 , repair of divarication of recti and umbilical hernia with onlay prolene mesh diagnosis and indication for the initial surgical procedure - protruding hernia_ with exercise what tissue layer was mesh applied - on lay, over top of fascia symptoms following index surgical procedure -(B)(6) 2012 strangulated recurrent incisional hernia with dead small bowel requiring small bowel resection and permacol mesh repair patient comorbidites and medications - asthma, beclometasone and salbutamol inhalers, omeprazole product code and lot# - prolene mesh pmm3 , lot# bcb497 opinion as to etiology- recurrent hernia patient's current status - unable to comment this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4) date sent to the FDA: 2/4/2021 corrected information: d1, d3, g1 corrected b5 narrative: it was reported that a patient underwent repair of divarication of recti and umbilical hernia procedure on (B)(6) 2009 and the mesh was implanted. It was reported that the prolene hernia mesh nearly killed the patient in 2012 cutting off 140 cm of the patient's small bowel. It was reported that on (B)(6) 2012 there was strangulated recurrent incisional hernia with dead small bowel requiring small bowel resection and permacol mesh repair. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown hernia repair procedure on an unknown date in 2012 and the mesh was implanted. It was reported that the prolene hernia mesh nearly killed the patient in 2012 cutting off 140 cm of the patient's small bowel.